Manufacturer narrative:
A supplemental report is being submitted for investigation summary. Product event summary: the ventricular assist device (vad) (B)(6) was not returned for evaluation. Log file analysis revealed intermittent suction events within the analyzed period. In addition, log files revealed a consistent increase in power consumption, leading to parameters above the normal operating range, since (B)(6) 2023. Twelve (12) suction alarms were logged since (B)(6) 2023 and fourteen (14) low flow alarms were logged since (B)(6) 2023. As a result, the reported suction event was confirmed. Information received from the site indicated that, in addition to the reported suction alarms, the patient presented with heart failure symptoms including shortness of breath, lower extremity edema and volume overload. A transesophageal echocardiogram (tee), right heart catheterization, and a computerized tomography (CT) scan were performed, and the results indicated aortic insufficiency, which was associated with aortic occlusion. The patient was treated with pulmonary artery catheter-guided diuresis and the arterial occlusion was treated by transcatheter intervention. Based on the available information, the device may have caused or contributed to the reported event. Based on the available information, the most likely root cause of the reported suction event and the observed low flows may be attributed to external factors such as thrombus at the inflow cannula/outflow graft. Based on the risk documentation, possible root causes of the high power event may be attributed to multiple factors, including but not limited to external factors such as thrombus formation/ingestion, inappropriate pump rotational speed, and/or patient related factors. Per the instructions for use, device thrombus and aortic insufficiency are known potential complications associated with the implantation of a vad. There is no evidence that the patient had a history of similar events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with heart failure symptoms including shortness of breath, lower extremity edema and volume overload. A transesophageal echocardiogram (tee), right heart catheterization, and a computerized tomography (CT) scan were performed, and the results indicated aortic insufficiency, which was associated with aortic occlusion. It was also noted that the ventricular assist device (vad) exhibited suction alarms. The patient was treated with pulmonary artery catheter-guided diuresis and the arterial occlusion was treated by transcatheter intervention. The vad remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
D10 continued: 419488 lead implanted on (B)(6) 2013, 694765 lead and 5076-52 lead implanted on (B)(6) 2008. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.